Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in a continu-flo solution set drip chamber. The pm was described as a ¿rust colored streak in tubing chamber¿. The event was discovered upon spiking the tubing. There was no patient involvement. No additional information is available.